Event description:
It was reported that during a lap gastric bypass procedure the stapler only fired 3/4 of the staples. The knife blade failed to advanced. Another device was used to completed the case without patient consequence.